Event description:
Healthcare professional reported "capsular contracture, baker grade ii, suspected/actual rupture/deflation, other" via the national breast implant registry (nbir). This record is for the right side. The device was explanted and it is unknown if it will be returned.

Manufacturer narrative:
Reason for reoperation: suspected/actual rupture/deflation. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.